Manufacturer narrative:
The involved file was not returned. The instrument cannot be formally identified and analyzed. The root causes are not identified. For information, nothing unusual to report was found during DHR review (batch #1503014). We will track this kind of event and monitor the trend. Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a protaper file broke during use. The broken piece could be retrieved but the customer mentioned that the patient suffered from a temporary injury. Further information has been requested but no details have been received as of this MDR evaluation.